Event description:
This spontaneous report of a non-serious, unlabeled event (brown stains) is being submitted as a 10-day report. Information was received from a female consumer (age unspecified) who received injections of restylane injectable gel (injectable dermal filler) (sites of injection unspecified) on an unspecified date. Medical history included previous restylane treatment "for about 18 months." Concomitant medications were not reported. On an unspecified date, the patient developed brown stains at the sites of restylane treatment (implant site discolouration). As of 2007, the event was ongoing. The restylane lot number and expiration date were not reported.